Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems like: electrical/electrical component; power source; loss of power. Interoperability problems like: wired communication. Mechanical problems like stress; fatigue; mechanical shock; wear and tear. Optical problems like light source issues. Thermal problems like overheating. Environmental problems like dust or dirt. These causes can occur between components such as panel; circuit board; light source; bulb; led (light emitting diode); power supply; and fan without any design or manufacturing issue. That could lead to lamp issues. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had an error e102 occurred. The issue occurred during an inconnue diagnostic procedure while the patient was under sedation and the device was inside the patient. The procedure was completed with the same device. There here were no reports of patient harm.